Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a permanent implant procedure on (B)(6) 2017, the patient was to be implanted with 2 model 3186 leads. Although the physician attempted to implant both leads, only one lead was able to be implanted.